Event description:
It was reported that the patient experienced a painful generator pocket and unsatisfactory analgesia. The patient also reported the leads were hurting in her back and it felt as if they were tugging. No action was taken. A telemetry strip from (B)(6) 2011 showed impedance below 50 ohms on electrode pair 5 <(>&<)> 14; however, a device interrogation on (B)(6) 2011 showed normal results. Additional information received reported that the entire system was explanted in a patient elective procedure. It was reported that the patient outcome was resolved without sequela as of (B)(6) 2012.

Manufacturer narrative:
Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; programmer model 37743, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator model 37702 (B)(4) found no anomaly. Analysis of the extensions model 3708160 (B)(4) found no significant anomalies. The extension bodies were cut through and the products segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.